Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device availability additional information. G3: date received by manufacturer. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: event problem and evaluation codes additional information.

Event description:
It was reported that signal loss over one hour occurred. Product was received for evaluation. However, the returned product does not match the alleged product. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4: additional device information - additional.

Event description:
Subsequent to the initial, supplemental information became available.